Event description:
The pt's mother reported, the pt's insulin infusion device stopped working last night without giving an alarm. She stated, he woke up feeling bad and, when he tested his blood glucose, his reading was "hi." She said the pt got the infusion device to work again and then bolused to bring his blood glucose down. She stated this is the second or third time this has happened. The pt was advised to switch to his backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.